Event description:
Log file review indicated that the battery also had a communication error.

Manufacturer narrative:
Product event summary: the battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual examination and functional testing. Log file analysis revealed that the controller in use during the reported event contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Data log files revealed a relative state of charge (rsoc) between 101-201 involving the battery, which is indicative of a communication error. Analysis of data log files also revealed several premature power switching events due to momentary disconnections and communication error involving the battery. Analysis of alarm log files did not reveal any critical battery alarms involving the battery. As a result, the reported premature power switching and communication error events were confirmed; the reported critical battery alarm event could not be confirmed. The most likely root cause of the reported premature power switching event can be attributed to communication errors and momentary disconnections between the controller and battery. Possible root causes of the reported communication error can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. An internal investigation evaluated momentary disconnections. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The battery was returned for evaluation. Failure analysis of the returned battery revealed that the device passed visual examination and functional testing. Log file analysis revealed that the controller in use during the reported event contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of data log files revealed several premature power switching events due to momentary disconnections and communication error involving the reported battery. Analysis of alarm log files did not reveal any critical battery alarms involving this battery. As a result, the reported premature power switching event was confirmed; the reported critical battery alarm event could not be confirmed. The most likely root cause of the reported premature power switching event can be attributed to communication errors and momentary d is connections between the controller and battery. An internal investigation has been opened to evaluate momentary disconnections and implement corrective actions as required. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: ddbb1d4 ¿ ICD, 5076-45 ¿ lead, 6935m55 - lead: implanted on (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient¿s battery was associated with a critical battery alarm. In addition, the site indicated that the event was associated with power switching. The event was not associated with any other controller alarms or pump stop events and no damage was noted on the controller or its¿ power connectors. The battery was exchanged. No patient complications have been reported as a result of this event.